Event description:
The user facility reported that the glide portion of the glidewire advantage (gwa) was separated from the rest of the wire. The type of procedure was a thrombectomy. The patient was stable. There was no blood loss. The reported event did not result in patient injury and/or require medical or surgical intervention. Additional information was received on 09may2025: the glide portion of gwa separated when inside the patient. The physician was able to successfully remove the wire. The approximate size of wire that was separated was at the site of the transition from glide to ss. The procedure was completed successfully. There was no tortuous anatomy encountered by the device during the use of glidewire.